Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t (tnt) g5 stat assay, 16 patients' samples tested with elecsys tsh assay, and 4 patients' samples tested with elecsys probnp assay on a cobas e411 immunoassay analyzer (rack system) when compared to a different cobas e411 immunoassay analyzer (other line) at the same facility. Discrepant results for 1 patient plasma sample tested with elecsys tnt g5 stat assay, 1 patient sample tested with elecsys tsh assay, and 4 patients' samples tested with elecsys probnp assay were provided as examples. Sample 1 (patient 1) was tested for tnt g5 stat: the result of the patient's first sample from another line was 65 ng/l. The result of the patient's second sample was <6 ng/l (accompanied by a data flag). The emergency room staff questioned the result of <6 ng/l as it did not match the patient's previous results/clinical picture. The repeat result of the patient's second sample was 93 ng/l. Sample 2 (patient 2) was tested for tsh: initial result: 0.01 miu/l. Repeat result: 0.9 miu/l. Sample 3, sample 4, sample 5, and sample 6 were tested for probnp: sample 3 (patient 3): initial result: 249 pg/ml. Repeat result: 2509 pg/ml. Sample 4 (patient 4): initial result: 43.6 pg/ml. Repeat result: 473.9 pg/ml. Sample 5 (patient 5): initial result: <3.6 pg/ml. Repeat result: 149.3 pg/ml. Sample 6 (patient 6): initial result: 388 pg/ml. Repeat result: 3625 pg/ml. All the samples were repeated on another e411 (other line). The repeat results were deemed to be correct. Reportedly, amended reports with the correct results were issued.

Manufacturer narrative:
The tnt g5 stat reagent lot number was 77198501 with an expiration date of 30-jun-2025. The tsh and probnp reagents' lot numbers and expiration dates were not provided. The tnt g5 stat calibration on 15-oct-2024 was acceptable. The customer had multiple failed calibrations (low signals) on the date of event and after the event. The tnt g5 stat qc recovery was within the provided ranges on the date of event. The customer repeated the qc after the event but it failed (low out of range) for all levels. The alarm trace showed a sample liquid level detection (lld) noise (after aspiration) alarm. This is an indicator of possible poor sample quality. The patient sample was centrifuged for 5 minutes at 3300 rpm. The centrifugation time may be shorter than recommended. The field service engineer (fse) found that the worn-out bearing on the sample/reagent assembly had caused the event. He replaced the bearing, the sample/reagent probe, and the measuring cell. The fse restored the database from the backup. He then performed calibrations with successful results and verified that the instrument was performing within specifications. The service actions resolved the issue. No further issues were reported afterward.